Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("severe rashes, spreading rash, rash on chest"), interstitial lung disease ("autoimmune interstitial lung disease"), systemic inflammatory response syndrome ("systemic inflammatory response syndrome"), pulmonary oedema ("pulmonary edema"), acute respiratory failure ("acute hypoxic respiratory failure"), acute kidney injury ("acute renal failure"), rheumatoid arthritis ("rheumatoid arthritis"), anaphylactic reaction ("anaphylactic reaction") and septic shock ("septic shock with unclear source") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she was previously active and exercised regularly, but couldn't since her symptoms developed. On (B)(6) 2012, the patient started essure. In (B)(6) 2014, the patient experienced rash (seriousness criteria hospitalization and clinically significant/intervention required), rheumatoid arthritis (seriousness criterion medically significant) with arthralgia, musculoskeletal pain, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2014, the patient experienced interstitial lung disease (seriousness criterion life threatening) with dyspnoea, cough, fatigue and chest pain and anaphylactic reaction (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cyst ("3.6 cm cyst"). On (B)(6) 2015, the patient experienced pulmonary oedema (seriousness criterion medically significant), acute respiratory failure (seriousness criterion medically significant), acute kidney injury (seriousness criterion medically significant), anaemia ("anemia"), septic shock (seriousness criterion medically significant) and urticaria ("hives, urticaria"). On an unknown date, the patient experienced systemic inflammatory response syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyositis and fibromyalgia"), pruritus ("itching") and pelvic pain ("pelvic pain"). The patient was treated with diphenhydramine, corticosteroids and surgery (on (B)(6) 2017, essure was removed). Essure was withdrawn. At the time of the report, the rash had resolved and the interstitial lung disease, systemic inflammatory response syndrome, pulmonary oedema, acute respiratory failure, acute kidney injury, anaemia, rheumatoid arthritis, anaphylactic reaction, septic shock, peripheral swelling, pain in extremity, vision blurred, eye pruritus, fibromyalgia, pruritus, pelvic pain, cyst and urticaria outcome was unknown. The reporter considered rash, interstitial lung disease, systemic inflammatory response syndrome, pulmonary oedema, acute respiratory failure, acute kidney injury, anaemia, rheumatoid arthritis, anaphylactic reaction, septic shock, peripheral swelling, pain in extremity, vision blurred, eye pruritus, fibromyalgia, pruritus, pelvic pain, cyst and urticaria to be related to essure. The reporter commented: it was clear that essure was causing her injuries, as she was feeling much better since essure removal, after years of suffering. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2015: ultrasound scan result was 3.6 cm cyst (cont). On (B)(6) 2014 at medical center visit due to joint pain, myalgia/myositis: no allergies recorded, she was assessed to have an anaphylactic reaction. In (B)(6) 2014 - allergy testing for peanuts and tree nuts: non-reactive. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusioninsert) inserted and experienced severe rashes, spreading rash, rash on chest, autoimmune interstitial lung disease, systemic inflammatory response syndrome, pulmonary edema , acute hypoxic respiratory failure, acute renal failure, rheumatoid arthritis, anaphylactic reaction and septic shock with unclear source. Essure removal was reported. Rash is anticipated according to reference safety information for essure whereas other serious events are unanticipated. Essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Based on this information causality between severe rashes, spreading rash, rash on chest and essure cannot be excluded. The event anaphylactic reaction was described with minimal information, thus it is currently not assessable. In this particular case, consumer was diagnosed with autoimmune interstitial lung disease and rheumatoid arthritis during essure's use, considering essure local action in fallopian tubes causality for both events was regarded unrelated. Regarding systemic inflammatory response syndrome, it is frequently accompanied by pulmonary edema, acute respiratory failure, acute renal failure and can be a consequence of septic shock. In this case, according to the information provided essure was not the source of infection that can cause consumer's septic shock. Thus, causality can be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe rashes, spreading rash, rash on chest, autoimmune interstitial lung disease, systemic inflammatory response syndrome, pulmonary edema , acute hypoxic respiratory failure, acute renal failure, rheumatoid arthritis, anaphylactic reaction and septic shock with unclear source. Essure removal was reported. Rash is anticipated according to reference safety information for essure whereas other serious events are unanticipated. Essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Based on this information causality between severe rashes, spreading rash, rash on chest and essure cannot be excluded. The event anaphylactic reaction was described with minimal information, thus it is currently not assessable. In this particular case, consumer was diagnosed with autoimmune interstitial lung disease and rheumatoid arthritis during essure's use, considering essure local action in fallopian tubes causality for both events was regarded unrelated. Regarding systemic inflammatory response syndrome, it is frequently accompanied by pulmonary edema, acute respiratory failure, acute renal failure and can be a consequence of septic shock. In this case, according to the information provided essure was not the source of infection that can cause consumer's septic shock. Thus, causality can be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('severe rashes, spreading rash, rash on chest / allergy') and interstitial lung disease ('autoimmune interstitial lung disease') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was previously active and exercised regularly, but couldn¿t since her symptoms developed. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2014, the patient experienced interstitial lung disease (seriousness criterion life threatening) with dyspnoea, cough, fatigue and chest pain and anaphylactic reaction ("anaphylactic reaction"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2015, the patient experienced cyst ("3.6 cm cyst"). On (B)(6) 2015, the patient experienced acute respiratory failure ("acute hypoxic respiratory failure"), acute kidney injury ("acute renal failure"), pulmonary oedema ("pulmonary edema"), septic shock ("septic shock with unclear source"), anaemia ("anemia") and urticaria ("hives, urticaria"). On an unknown date, the patient experienced fibromyalgia ("fibromyositis and fibromyalgia"). On an unknown date, the patient experienced systemic inflammatory response syndrome ("systemic inflammatory response syndrome"), pruritus ("itching"), pelvic pain ("pelvic pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with corticosteroid nos, diphenhydramine and surgery (on (B)(6) 2017, essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the dermatitis allergic had resolved and the interstitial lung disease, systemic inflammatory response syndrome, acute respiratory failure, acute kidney injury, pulmonary oedema, rheumatoid arthritis, anaphylactic reaction, septic shock, anaemia, peripheral swelling, pain in extremity, vision blurred, eye pruritus, fibromyalgia, pruritus, pelvic pain, cyst, urticaria, migraine and genital haemorrhage outcome was unknown. The reporter considered acute kidney injury, acute respiratory failure, anaemia, anaphylactic reaction, cyst, dermatitis allergic, eye pruritus, fibromyalgia, genital haemorrhage, interstitial lung disease, migraine, pain in extremity, pelvic pain, peripheral swelling, pruritus, pulmonary oedema, rheumatoid arthritis, septic shock, systemic inflammatory response syndrome, urticaria and vision blurred to be related to essure. The reporter commented: it was clear that essure was causing her injuries, as she was feeling much better since essure removal, after years of suffering. Discrepancy: date(s) of insertion: (B)(6) 2012 vs. (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2014: for peanuts and tree nuts: non-reactive. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Physical examination - on (B)(6) 2014: medical center visit due to joint pain, myalgia/myositis: no allergies recorded, she was assessed to have an anaphylactic reaction. Ultrasound scan - on (B)(6) 2015: 3.6 cm cyst (cont). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event migraine and abnormal bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('severe rashes, spreading rash, rash on chest / allergy') and interstitial lung disease ('autoimmune interstitial lung disease') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was previously active and exercised regularly, but couldn¿t since her symptoms developed. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2014, the patient experienced interstitial lung disease (seriousness criterion life threatening) with dyspnoea, cough, fatigue and chest pain and anaphylactic reaction ("anaphylactic reaction"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2015, the patient experienced cyst ("3.6 cm cyst"). On (B)(6) 2015, the patient experienced acute respiratory failure ("acute hypoxic respiratory failure"), acute kidney injury ("acute renal failure"), pulmonary oedema ("pulmonary edema"), septic shock ("septic shock with unclear source"), anaemia ("anemia") and urticaria ("hives, urticaria"). On an unknown date, the patient experienced fibromyalgia ("fibromyositis and fibromyalgia"). On an unknown date, the patient experienced systemic inflammatory response syndrome ("systemic inflammatory response syndrome"), pruritus ("itching"), pelvic pain ("pelvic pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with corticosteroid nos, diphenhydramine and surgery (on (B)(6) 2017, essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the dermatitis allergic had resolved and the interstitial lung disease, systemic inflammatory response syndrome, acute respiratory failure, acute kidney injury, pulmonary oedema, rheumatoid arthritis, anaphylactic reaction, septic shock, anaemia, peripheral swelling, pain in extremity, vision blurred, eye pruritus, fibromyalgia, pruritus, pelvic pain, cyst, urticaria, migraine and genital haemorrhage outcome was unknown. The reporter considered acute kidney injury, acute respiratory failure, anaemia, anaphylactic reaction, cyst, dermatitis allergic, eye pruritus, fibromyalgia, genital haemorrhage, interstitial lung disease, migraine, pain in extremity, pelvic pain, peripheral swelling, pruritus, pulmonary oedema, rheumatoid arthritis, septic shock, systemic inflammatory response syndrome, urticaria and vision blurred to be related to essure. The reporter commented: it was clear that essure was causing her injuries, as she was feeling much better since essure removal, after years of suffering. Discrepancy: date(s) of insertion: (B)(6) 2012 vs. (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2014: for peanuts and tree nuts: non-reactive. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Physical examination - on (B)(6) 2014: medical center visit due to joint pain, myalgia/myositis: no allergies recorded, she was assessed to have an anaphylactic reaction. Ultrasound scan - on (B)(6) 2015: 3.6 cm cyst (cont). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('severe rashes, spreading rash, rash on chest / allergy') and interstitial lung disease ('autoimmune interstitial lung disease') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. She was previously active and exercised regularly, but couldn¿t since her symptoms developed. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2014, the patient experienced interstitial lung disease (seriousness criterion life threatening) with dyspnoea, cough, fatigue and chest pain and anaphylactic reaction ("anaphylactic reaction"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced dermatitis allergic (seriousness criteria hospitalization and intervention required), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, myalgia, myositis, myalgia, joint swelling, pain and asthenia, peripheral swelling ("swelling in her legs"), pain in extremity ("aching in her legs"), vision blurred ("blurred vision") and eye pruritus ("eye itching"). On (B)(6) 2015, the patient experienced cyst ("3.6 cm cyst"). On (B)(6) 2015, the patient experienced acute respiratory failure ("acute hypoxic respiratory failure"), acute kidney injury ("acute renal failure"), pulmonary oedema ("pulmonary edema"), septic shock ("septic shock with unclear source"), anaemia ("anemia") and urticaria ("hives, urticaria"). On an unknown date, the patient experienced fibromyalgia ("fibromyositis and fibromyalgia"). On an unknown date, the patient experienced systemic inflammatory response syndrome ("systemic inflammatory response syndrome"), pruritus ("itching"), pelvic pain ("pelvic pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with corticosteroid nos, diphenhydramine and surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dermatitis allergic had resolved and the interstitial lung disease, systemic inflammatory response syndrome, acute respiratory failure, acute kidney injury, pulmonary oedema, rheumatoid arthritis, anaphylactic reaction, septic shock, anaemia, peripheral swelling, pain in extremity, vision blurred, eye pruritus, fibromyalgia, pruritus, pelvic pain, cyst, urticaria, migraine and genital haemorrhage outcome was unknown. The reporter considered acute kidney injury, acute respiratory failure, anaemia, anaphylactic reaction, cyst, dermatitis allergic, eye pruritus, fibromyalgia, genital haemorrhage, interstitial lung disease, migraine, pain in extremity, pelvic pain, peripheral swelling, pruritus, pulmonary oedema, rheumatoid arthritis, septic shock, systemic inflammatory response syndrome, urticaria and vision blurred to be related to essure. The reporter commented: it was clear that essure was causing her injuries, as she was feeling much better since essure removal, after years of suffering. Discrepancy: date(s) of insertion: (B)(6) 2012 vs. (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2014: for peanuts and tree nuts: non-reactive. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Physical examination - on (B)(6) 2014: medical center visit due to joint pain, myalgia/myositis: no allergies recorded, she was assessed to have an anaphylactic reaction. Ultrasound scan - on (B)(6) 2015: 3.6 cm cyst (cont). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2021: mr received-new reporter, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.